Event description:
It was reported that pump displayed cartridge change error and caller could not successfully load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer support guided caller through inspecting and cleaning pump connection area, then assisted with filling and loading new cartridge from reported lot, after which caller successfully completed load process and resumed insulin delivery.